Event description:
The customer requested annual preventive maintenance to be performed. During preventive maintenance repairs were required. No patient involvement. Technical error 51 (defective speaker) and error 35 (motor period check) were found during the review of the downloaded event history log. Both errors trigger an alarm and stop the pump. The pump was received with the power cord. The speaker/flex binder assembly was replaced to address error 51 and a complete configuration and calibration were performed to address error 35. After repairs, the device was found to meet specification.